Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was failing the power cord resistance test. Additional information was received on 20jan2026: it was reported the customer is getting high resistance readings when performing "esi" testing. There was no patient involvement. Additional information was received on 29jan2026: per email: the customer is having this issue with about 450 of the 480ish pcu¿s. The pcu¿s were implemented the end of (B)(6) 2025. The power cords are loose and if you wiggle the cord, they can get it to measure in spec. With out cord manipulation many of the devices are measuring over 1000 on resistance.

Event description:
It was reported that the pcu was failing the power cord resistance test. Additional information was received on 20jan2026: it was reported the customer is getting high resistance readings when performing "esi" testing. There was no patient involvement. Additional information was received on 29jan2026: per email: the customer is having this issue with about 450 of the 480ish pcu¿s. The pcu¿s were implemented the end of september 2025. The power cords are loose and if you wiggle the cord, they can get it to measure in spec. With out cord manipulation many of the devices are measuring over 1000 on resistance.

Manufacturer narrative:
Correction: describe event or problem. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcus failed the electrical safety test was not confirmed from the log analysis or replicated during laboratory testing. Ground resistance and ground current leakage tests were performed on the suspect pc unit. The devices were observed to be performing within specification. The power cord was backed out as far as the power cord retainer allowed and ground resistance and ground current leakage tests were performed. The devices passed both tests with ground resistance and ground current leakage readings within specification. A review of the suspect pcus¿ error logs was performed, and no error or anomalies related to the reported complaint were observed. A review of suspect pcu s/n (B)(6) event log was performed, it was observed that the device was not in use during the reported date. Review of the event logs showed that the last time the device was in use was on 30jan2026, there were no programmed infusions observed, only a preventive maintenance performed by the facility. A review of suspect pcu s/n (B)(6) event log was performed, it was observed that the device was not in use during the reported date. Review of the event logs showed that the last time the device was in use was on 29jan2026, there were no programmed infusions observed, only a preventive maintenance performed by the facility the bd alaris system with guardrails v12.3.2 user manual states, to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. Internal and external inspection of the pcus found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported failed electrical safety test was not determined during the investigation. The returned device was fully evaluated during laboratory testing and there was no fault found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.